Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had whole implantable pulse generator (ipg) system removed after developing a pocket infection. Cultures were taken, with appropriate antibiotic therapy provided. No replacement of the ipg system is planned. No further patient complications have been reported as a result of this event.